Event description:
It was reported that a patient control module allowed medication to flow freely without pressing the demand button. The reporter stated that the device¿s reservoir did not seem to retain any solution. This occurred during filling with a syringe. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). The lot was manufactured from 06/11/2013 to 06/20/2013. The device has been reported to be available for evaluation. A review of all batch record documents was performed with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Evaluation: baxter received one sample with the syringe attached for evaluation. Visual inspection with a stereoscope and flow testing was performed. The actuator of the device was inspected to determine if it was stuck open or closed. The device was filled with water from the syringe. When the actuator was engaged, water flowed from the device. No leaks were observed along the fluid path. The reported condition was not confirmed. Should additional relevant information become available, a supplemental report will be submitted.